Event description:
The pt had bi-ventricular assist devices (bi-vads) placed 3-4 hours post rejected heart transplant and the pt had coded a few times prior to vad palcement. It was reported that the center had forgotten to clot the graft. The unclotted graft was removed and replaced with a clotted graft that was reportedly difficult to place. The pt later developed problems that were suspected to be related to the inflow valve. An echo revealed left ventricle (lv) dilatation and minimal regurgitation. The pt developed sepsis and the family withdrew support. Upon post mortem inspection, the physician related the discovery of a 180 degree twist to the left ventricular assist device (lvad) outflow graft.